Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate, test strips were used to confirm the machine alarmed. Estimated blood loss was required. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set up. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been compldeted. A follow up report will be filed upon completion of the investigation.